Event description:
See also manufacturer report 2032545-2008-05362. It was reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule fell off in the pt's mouth. It was noted that the capsule trocar needle did not advance. This was the first capsule attempted for this pt. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or when additional info is rec'd from the hcp. See scanned page.